Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 144 mg/dl at the time of incident. The caller stated that the insulin was squirting out during manual prime process. The caller stated that the drive support cap appeared normal. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.no moisture damage noted on electronics assembly.